Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to an intracerebral brain hemorrhage (ich). A head computed tomography (CT) was performed. Additional information received (B)(6) 2022 revealed that the source of the patient's ich was unknown, the patient's death was not considered to be device related, the device operated as intended and that the pump will not be returned for analysis.

Manufacturer narrative:
Section e: the patient passed away at outside hospital (B)(6) medicine at (B)(6) the pump was not returned for evaluation a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with a international normalized ratio (inr) greater than ten and bleeding into their brain. They were given vitamin k to reverse the inr but was deemed not to be a surgical candidate for neurological intervention. The patient ultimately passed away due to an intracerebral brain hemorrhage (ich)